Event description:
It was reported the battery cap was stuck and customer was unable to loosen it. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Damaged battery cap coin slot noted. No button response due to open joint connector on lcd board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.